Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 85% stenosed, 5.0 mm x 18 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During procedure, the catheter was recognized by the system and the motor. The physician injected with normal saline to flush, however the guidewire was stuck on the vessel and could not be withdrawn. The catheter was completely removed together with wire from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was returned for analysis. Visual inspection showed no issues and the device appeared to be in good condition. Microscopic inspection showed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported code of device, guidewire stuck cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed, 5.0 mm x 18 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During procedure, the catheter was recognized by the system and the motor. The physician injected with normal saline to flush, however the guidewire was stuck on the vessel and could not be withdrawn. The catheter was completely removed together with wire from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.